Event description:
The customer reported that the unicel® dxh 800 coulter® cellular analysis system generated recurring software errors. Multiparameter flow cytometry (mfc) exception and database errors were generated at the time of the event. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed that the software errors were generated from several hemoglobin (hgb) failures during daily check procedures. The fse bleached the hgb chamber to resolve the errors. The fse also noted that the instrument generated partial aspiration errors. The fse then replaced pinch valve vl461, the probe, and the blood sampling valve (bsv) to resolve the partial aspiration errors. In conclusion, the daily check failures were attributed to a dirty hgb chamber and the aspiration errors were related to faulty pinch valve vl461, probe, and bsv. (B)(4).